Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited black foreign matter in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation the most probable cause of black foreign matter in nozzle was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Date of event is unknown. Additional information will be provided if available should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.